Event description:
Information was received from patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep mentioned that the patient needed a battery. Agent reviewed general use of battery pack. Patient rep mentioned they were able to charge the implant last wednesday and charge it on friday and sunday too. However, patient rep mentioned that the stimulation keeps on turning off. Agent reviewed causes on why stimulation would turn off and that stimulation would not automatically turn on once stimulation has been off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.